Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a precision speedtac transvaginal anchor system was used during a sling placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the anchor prematurely deployed. It was partially inserted into the bone. The procedure was completed with a second precision speedtac. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.